Event description:
It was reported that during evaluation, the autopulse platform displayed user advisory 2 (compression tracking error) and user advisory 7 (discrepancy between load 1 and load 2 too large) messages. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.